Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer disassembled the breathing system and then reassembled it, and the unit was returned to service.

Event description:
The hospital reported the unit the unit was delivering more positive end expiratory pressure than the amount set. There was no report of patient involvement.